Event description:
Event: in 2007, an in vitro fertilization procedure occurred. Problem: fifteen embryos were successfully created in the assisted reproductive technology lab. However, the fifteen embryos were fatally flawed during an embryo freezing procedure. Adverse event: one day later, an interrupted freezing process damaged the viability of the embryos, when the power failed to freeze the embryos properly. The embryos were partially thawed and reached a critical temperature, which limited the usefulness of the embryos. Product problem: the dell computer was unplugged, the internal laptop battery went dead and the laptop was not connected to a back up generator. It was lab practice to run the laptop on the internal battery, rather than plugging up the laptop to a wall outlet. Product problem: as a second consequence, the embryos stayed in a cryopreservation, which is toxic to the embryo when the embryos are not being frozen. The embryos stayed in the toxic solution beyond max time, which was 10 to 20 minutes. Product use error: no one was present during the error to intervene, it was discovered after the clinical lab mgr returned from lunch. When the malfunction was discovered the clinical lab mgr restarted to slow freezing process. Diagnosis or reason for use: control embryo freezing machine.